Event description:
Moses laser fiber made sparking noises when surgeon tried to use it during procedure. Non-functioning laser. Laser was removed from machine and fell apart into 2 pieces when thrown into trash bin.